Manufacturer narrative:
Refer to results of evaluation below. No returns were available for evaluation. Final product release testing data was reviewed for architect total beta-hcg reagent lot 02928jn00. The review demonstrated that all calibrations met assay file specifications, and control and panel values were within specification. The architect total beta-hcg assay performance is currently being monitored in UK neqas (external quality assessment scheme). Results to date demonstrate that the assay is performing acceptably with no instances of discrepant results obtained. A review of the recent complaint history for the architect total beta-hcg assay and in particular reagent lot 02928jn00 did not reveal any adverse trends for similar performance-related issues. In addition, a recent study was performed which used the reagent lot in question. This review indicated that the reagent was performing within specification. The customer was referred to the architect system operations manual and architect total beta-hcg package insert for further information. Based on our evaluation, we have determined that architect total beta-hcg reagent kit, list number (B)(4), lot number 02928jn00, identified in the customer's complaint, is performing acceptably and is currently meeting its safety, effectiveness, and label claims. No product deficiency has been identified.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated a false positive result was generated on the architect total b-hcg assay. A patient sample generated results of 578 and <1.2 miu/ml. The expected result was <1.20 miu/ml. No impact to patient management was reported.